Event description:
It was reported by the distributor that the hydraulic jack system of both sides head and foot became defective and air pumping was not enough. No patient involvement or adverse consequences were reported.